Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an 'error 2' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2013 at 9am. The patient manages her diabetes with insulin (type/ amount not specified). The patient denied making changes to her usual dose of medications. On the evening of (B)(6) 2013, the patient claimed she felt symptoms of loss of vision and sweating. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.